Event description:
One qdot micro¿ catheter was received by the bwi product analysis lab with no accompanying information and was processed. The device could not be associated with an existing complaint. In the absence of clarifying information, it cannot be determined why this device was returned to bwi. However, visual analysis revealed that there was a hole in the pebax. As a result, this will be reported to FDA.

Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and functional tests of the returned device were performed. Visual inspection reddish material and a hole in the surface of the pebax. The device was connected to the carto 3 system and no errors were observed. The force feature of the device was evaluated and the force values and the vector were observed within specifications. No force issues were observed. A manufacturing record evaluation was performed for the finished device number 31422537l, and no internal actions related to the reported complaint were identified. A failure was detected during the analysis even though the device was not associated to any complaint. The potential cause of the pebax damage may be attributed to the manipulation of the device during a procedure. However, it cannot be determined with the information available. The instructions for use (IFU) contain the following recommendations: do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. Prior to reinsertion, flush the tip to ensure that the irrigation holes are not plugged. In addition, in order to prevent damage to the catheter tip, verify compatibility between the sheath and catheter, advance the catheter through the sheath prior to insertion. Any sheath < 8.5 f is contraindicated. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This product complaint will be addressed through johnson & johnson medtech's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).